Event description:
Report received of an over-delivery of a narcotic due to user error in programming the pump. According to the customer contact, the pump was mis-programmed leading to an over-delivery of dilaudid. The pump was ordered to be in the continuous only mode at 1 mg/hr with a drug concentration of 1000mg of dilaudid in 100ml of IV solution. The pump was actually programmed in the continuous only mode at 25ml/hr with a container size of 100ml. It was reported that the infusion was running at this rate for 3 hrs when the pt began to complain of itching. The pt reportedly did not show any signs of receiving an over-dose of a narcotic. The pt was initially taken to a local county hosp where no interventions were reported to be needed. The pt was then transferred to a larger hosp approx an hr away. Here, the hosp reported that the pt was showing signs of withdrawal from narcotics, not an overdose. The exact symptoms the pt was experiencing were not reported. The pt reportedly had several other oral pain medications at home that pt was taking. The pt remained hospitalized for pt's terminal cancer condition for 17 days. Though requested, there was no info available on what interventions were required during the pt's hospitalization.